Event description:
It was reported a manufacturer representative (rep) was at the clinic and the healthcare provider (hcp) in passing said there was a patient coming to the clinic for troubleshooting because the hcp felt the patient was not getting therapy and had volume discrepancies. It was noted the patient experienced withdrawal in (B)(6) 2014 and the expected residual volume (erv) was 3cc and the actual residual volume (arv) was 11cc. The cause of the discrepancy was unknown. A (B)(6) study was performed and the logs were checked. No motor stall was indicated on the logs and the motor did not appear to move 60 degrees on the (B)(6) study. The healthcare provider (hcp) planned to replace after (B)(6) 2015. The patient was doing ¿ok¿ and they were managing his pain with oral medication. The patient was currently not receiving effective therapy. The pump was being used to deliver dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).